Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing system protrudes outside the device cap after use. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.